Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal left anterior descending coronary artery with moderate tortuosity, moderate calcification and 80% stenosis. The lesion was serially predilated with 1.5 x 12 mm and 2.0 x 12 mm minitrek balloon dilatation catheters at 8 atmospheres. A 3.00 x 48 mm xience xpedition stent was then deployed; however, post deployment a distal end dissection was noted. A 2.75 x 18 mm xience xpedition stent was deployed to treat the dissection. The results were good with timi grade iii flow and no residual stenosis. There was no reported clinically significant delay in the procedure. No additional information was provided.